Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead found an external abrasion breaching the superior vena cava lumen exposing the cables due to friction to the device can in the proximal region. The superior vena cava ethylene tetrafluoroethylene (etfe) cables coating was abraded at this region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.